Manufacturer narrative:
D4 revised lot, serial and primary UDI number due to new information received.h4 revised device manufacture date due to new information received.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with and impella cp via percutaneous right femoral artery for mechanical circulatory support. Brief controller errors that self resolve were reported. No patient harm was reported.

Manufacturer narrative:
Device returned d9 updated.